Event description:
It was reported that the patient was no longer feeling the stimulation. It was also reported that the patients ipg had difficulty communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1416 (sn: (B)(6)) the returned implantable pulse generator (ipg) was analyzed and the allegation of patient no longer feeling stimulation and unable to connect to remote control was confirmed. The ipg was unable to be linked to due to being fully depleted. The data logs revealed that the elective replacement indicator (eri) was received at the end of the data log, however the battery was likely completely drained by the time the patient attempted to communicate. Internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. It was stated that the patient experienced the issues after returning on a trip from hawaii, and it is likely that the ipg was damaged during screening through security devices. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was no longer feeling the stimulation. It was also reported that the patients ipg had difficulty communicating with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively.